Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient did well on the device until day 14 when he had an acute cardiac tamponade and expired. The center does not believe this event is related to the device, but has requested a full evaluation of the device to ensure this is true.

Manufacturer narrative:
The device was returend to the manufacturer, and is currenlty being analyzed. No further information is available at this time.